Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to flattened and creased act buttons dome switch. No unexpected numbers ramping or scrolling during our testing. No rewind anomaly noted. The insulin pump passed rewind test and displacement tests. The insulin pump has minor scratched lcd window and cracked reservoir tube lip. No cracked lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 286 mg/dl. The customer stated that the pump will not rewind when the customer presses the act button in the reservoir menu and she is unable to complete the set change. The customer stated she wears the device on her belt and the heat index has been above 90. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 286 mg/dl. The customer stated that there is scratch on display screen. The customer stated that she can read the pump screen but it is not functioning as designed.